Manufacturer narrative:
.

Event description:
Brush handle came apart and pieces separated from the body of the brush creating small parts. Investigation underway. Waiting on evaluation report. Since this is day 30, we are conservatively reporting this. Cannot rule out malfunction associated with this report in the absence of the investigation report. Therefore, we are reporting and may update with the completion of the investigation.